Event description:
No troubleshooting. Dealer said the user said they ran into something bending the right brake lever all the way around. He said he bent it back and it doesn't have any code, but he wants both motors and levers. (B)(4).